Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump primed properly. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was stuck in the preparing to prime loop. Blood glucose value was over 200 mg/d. The customer stated that insulin was coming out of the tubing during prime but she did not receive a second series of beeps and no numbers appeared on the display. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.